Event description:
A discordant creatinine result was generated by the dimension rxl with hm system. The result was reported to the physician who questioned the low creatinine result. The sample was retested on the same system and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.

Manufacturer narrative:
A siemens technical support specialist (tss) was contacted by the customer. The tss reviewed the data files and instructed the customer to replace all probe tips and perform drain maintenance on the instrument. The cause of the discordant creatinine result was unknown. Tss instructed the customer to run survey samples and determined the problem was corrected. The instrument is performing within specifications. No further evaluation of the device is required.